Event description:
The customer reported that the system displayed black images. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the monoblock battery and the interconnect cable. He secured a loose lemo connector and reseated pcbs. He then secured a loose brake pedal shaft. He replaced a damaged footswitch and checked power supplies. The system operates as intended.